Event description:
The manufacturer received information alleging a ventilator's oxygen source pressure was low. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.